Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was pacing 70-80 before dialysis procedure and was pacing 50 after the procedure. Boston scientific technical services (ts) does not have information regarding the device setting and discussed options in contacting the clinic for device setting. Additional information received indicated that the field representative was not able to determine if the device was programmed to pace at 70-80. Further, it was unknown if there were actions/intervention done. This ICD remains in service. No adverse patient effects were reported.